Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 650 mg/dl and the cause was not known. Insulin injections were administered and the infusion set site was changed to address high bg. During tandem technical support pump system check, the pump boluses were confirmed to have been successfully delivered. There was no observed issue with the pump. Tandem technical support advised the customer to discuss the event with a healthcare provider.